Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a persistent atrial fibrillation a farawave was selected for use. The catheter was prepared accordingly, however, it was noticed that the guidewire was difficult to advance, so deflections were tested multiple times and advanced and retracted the guidewire multiple times outside of the patient's body. The guidewire eventually got stuck. The catheter was replaced, and the procedure was completed without patient complications. The device is expected to be returned for laboratory analysis.